Event description:
Caller states patient tested 22.5 mmol/l on aviva system 1, and of 1.4 mmol/l on aviva system 2, while being transported to the hospital. The timeframe between these results is not known. The patient received unspecified medical treatment for hypoglycemia; he was admitted to the hospital, and his current condition is not known. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 490877, expiration date 09/30/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.